Event description:
Half of the tampon applicator lodged inside, had to go to urgent care to get it removed - vagina [foreign body in reproductive tract]. While inserting the tampon, the applicator completely separated and half the applicator was lodged inside of me [complication of device insertion]. Half of tampon applicator was lodged inside of me, had to go to urgent care to get it removed [complication of device removal]. Tampon applicator completely separated [device breakage]. Consumer contacted via social media and stated that while inserting the tampon, the applicator completely separated and half the applicator was lodged inside of her. No serious injury was reported.